Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported system error 343 alarm which was not reproduced. System error 343 was verified through a review of the event history log. The device passed all functional testing and was found to operate as designed. No correction was necessary. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported system error 103 alarm which was not reproduced. System error 343 was verified through a review of the event history log. The device passed all functional testing and was found to operate as designed. No correction was necessary. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found in specification in relation to the reported system error 100 alarm which was not reproduced. System error 343 was verified through a review of the event history log. The device passed all functional testing and was found to operate as designed. No correction was necessary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 343 (motor high rate error), a system error 103 (pic msg rcv crc ER), and a system error 100 (pic error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.